Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 7/26/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Additional blood tests had been performed using the truemetrix meter; customer was advised to discontinue use of meter.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer is concerned with test results from results obtained of hi. Customer's expected fasting blood glucose test result range is 300 - 500 mg/dl. Customer stated her glucose levels have been extremely high lately but did not believe that they are above 600 mg/dl. Customer was using correct testing technique. At the time of the call, the customer reported feeling tired; customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 95 mg/dl and 85 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/16/2019 and customer did not remember the open vial date. The meter memory was reviewed for previous test result history: (B)(6).